Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer stated that the cannula was bent when the infusion set was removed. No troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.